Manufacturer narrative:
Brake cam.

Event description:
It was reported by svc report that the brakes would not remain engaged. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.